Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the screw broke during screwing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an other screw was used. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the tip of the fastthread¿ peek interference screw, 7x30mm was warped. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment, prying/leveraging and/or excessive mechanical forces upon insertion of the screw.